Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 500 mg/dl, 200 mg/dl. The insulin pump alarmed battery out limit. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the pump. The insulin pump was not alarming at time of call. The insulin pump had failed battery alarm. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The insulin pump will not be returned for analysis.